Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
The patient had inadequate pain control/increased pain due to a suspected catheter flow issue as the physician was unable to aspirate the catheter. The patient stated that the pump was flipping. The patient was taken to surgery. The pump did not appear to have flipped. The catheter was replaced. The pump was re-sutured once the new catheter was connected. The removed catheter looked to be fine on visual inspection. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information indicated that the intrathecal catheter was not patent and was replaced on (B)(6) 2014. The patient recovered without permanent impairment and was receiving effective therapy.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).